Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - this medwatch report is being voided as it was determined to be a duplicate report of an event previously reported. All information regarding this event will be captured in medwatch reports 2210968-2026-00031 and 2210968-2026-01650.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? Please clarify how the procedure was completed: was the damaged product used on the patient? Is the issue related to the suture or the needle? Please specify when was the suture/needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or title of external person providing answers to follow-up: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, snapped while repairing an episiotomy. No adverse patient consequences were reported. Additional information was requested.